Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose level. Further information regarding the customer and the event was not provided. Pump is being replaced.